Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. The waste bag was cut-off and not returned for analysis. Visual inspection of the device revealed that there were numerous kinks throughout the shaft with a severe kink 31.75cm distal of the strain relief. The shaft was cut at the severe kink and it was revealed that the hypotube was broken. The separated ends of the hypotube were ovaled, indicating that the device was kinked prior to separation. The shaft was kinked causing the hypotube to become broken. When the hypotube is broken, the device will not prime and the console will continue to try and prime the catheter, causing check saline supply error to display on the console and the device not to prime and the boot to fill up with fluid, which eventually escapes through the manufactured vent hole in the boot and pooling up next to the pump in the console drawer.

Event description:
Reportable based on device analysis completed on 27jan2020. It was reported that an error message and pump assembly leak occurred. The target lesion was located in the iliac femoral vein. An angiojet solent omni was advanced for a thrombectomy procedure. However, during power pulse mode, the physician inserted 45cc medicine and the console alerted that the catheter was filled with liquid. The console alerted repeatedly after resetting several times. There was liquid leaking from the connection part of the pump and liquid was flowing back with blood. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube break.